Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had helium leak in the equipment. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
Due to character restriction in block e1. E1 event site full name is (B)(6) hospital. Corrected fields: e1 (event site name), h6 (health effect ¿ impact codes). Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. At this time, no repair was completed on the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.